Event description:
Voluntary medwatch form mw5169188 received: it was reported that this right ventricular (rv) lead had fractured rv wire and use the magnet to suspend therapy at times. Boston technical services (ts) referred the patient to a clinician to see about getting a magnet for this purpose. This non-bsc device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form received: mw5169188.